Event description:
Procedure: lap gastric banding. According to the reporter, when the device was articulated in the port, fraying/shearing occurred at the distal end of device. The device was unable to be articulated into a straight position, and unable to be removed without removing the device and trocar from the pt. Another trocar was used to continue the procedure. There was no report of pt injury, unanticipated blood loss or tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4)